Event description:
Additional information received indicated that the patient's pump was implanted on (B)(6) 2026. The serial number of the pump was also provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a distributor (dist) regarding a patient with an implantable pump. It was reported that the ascenda catheter presented a defect in the guidewire. At the time of removing the guidewire, it did not come out of the catheter, so they opened another ascenda catheter. Actions/interventions taken included replacement of the catheter to finish the procedure. The issue was resolved at the time of the report. Additional information received from a foreign health care provider (for, hcp) via a distributor (dist) indicated that the cause of the catheter guidewire failure was not determined. The issue happened during product use. It was stated that the device would be returned. The information was provided by the technician who oversaw the procedure.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# 0231559644 serial# implanted: (B)(6) 2026: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-may-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.